Event description:
It was stated that the device had clock post error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: unknown.

Manufacturer narrative:
D9: 19-dec-2023. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped and the right plunger case was cracked. Review of the event history log showed an occurrence of a time of day clock error. Functional testing was unable to duplicate the reported issue. The root cause could not be determined. The main board was replaced as a preventive measure. Service history review identified the complaint was not related to a previous service of the device within the review period.